Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on a mega needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. The cable broke under tensile loading. Other cables at the wrist were not damaged. No other damage was found.